Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
When deploying the cardiomems sensor, one of the sensor tether wires snapped in half and had to be removed from the body separately. The device deployed successfully. The wire was pulled out manually. At first, it was intended to cut the distal part of the delivery catheter and to go over it with a diagnostic sheath. However, upon removing the distal part of the delivery catheter, the wire was noted and pulled. No additional device was used to remove the broken piece of the wire. All parts of the wire were removed, as confirmed with fluoroscopy. The patient experienced no adverse consequences. The delivery catheter and tether wires were discarded.